Manufacturer narrative:
Device evaluated by mr.: the rotawire guide wire was received for analysis. Visual inspection did not reveal the reported white material. The device appeared visually correct and did not present indications of any defect or anomaly. Dimensional analysis found all outer diameter measurements to be within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed as the returned device did not show any defect which could have contributed to the reported event. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, foreign material was noted on the guide wire. As the 330cm floppy rotawire guide wire was removed from the hoop, the physician noted a powder material on the device. The wire never entered the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as good.

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, foreign material was noted on the guide wire. As the 330cm floppy rotawire guide wire was removed from the hoop, the physician noted a powder material on the device. The wire never entered the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as good.